Event description:
The following information was reported: a mynxgrip balloon ruptured during deployment on 2 different devices. The patient had hip implants and the physician believes that was the reason for the rupture. Hemostasis was achieved by either using another device from another manufacturer or by holding manual pressure for no more than 20 minutes. Vessel type: artery date of event: the week of (B)(6) 2015, the exact date is not known.

Manufacturer narrative:
It was reported by the facility that the patient had hip implants, and the physician believes that was the reason for the rupture. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the vicinity of the puncture site.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch from #s 3004939290-2015-00179 and 3004939290-2015-00180.